Event description:
A pt of unknown age and medical history underwent a surgical procedure for the repair of an occipital pseudomeningocele (exact date unknown). The surgeon reporteldy used bioglude surgical adhesive during this procedure (not an approved indication in the united states). However, the method of use and volume of bioglue used in the procedure has not been determined. The pt reportedly developed a "delayed infection" and required reoperation. The surgeon had indicated that the bioglue had not resorbed as quickly as he had anticipated and was contributing to a sterile discharge or persistent infection.